Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with mentor memorygel breast implants 550cc and experienced bilateral capsular contracture baker grade unknown, joint pain, difficulty breathing, anxiety, weight gain, and breast pain. The patient had several surgeries to repair the capsular contracture. The patient underwent device removal on (B)(6) 2019. This report is for the first of two devices.